Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ultrasonic probe unit peeling was physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope ultrasonic probe unit was peeled off. The event occurred during preparation for use in a diagnostic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: adhesive layer of acoustic lens had a scratch; ultrasonic cord was dented; the number of lost ultrasonic elements exceeded standards due to the broken ultrasonic cable; electrical connector was corroded; switch 1 was worn; the electric contact of ultrasonic connector was corroded; bending section cover adhesive was broken; gap on up/down knob was out of standards due to worn angle wire; ultrasonic cable protector of scope connector was cut off; and angulation in the up direction was out of standards due to the worn angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.